Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had triggered an error code 1005, indicative of an open circuit. A shock had been delivered for atrial fibrillation (af) with rapid ventricular response, where the ventricular rhythm was converted but the patient was still in af. It was noted that the shock impedance was at 190 ohms, and technical services discussed the option of performing commanded shock testing to test the lead. The physician was discussing a lead revision, however the system remains in-service. No adverse patient effects were reported.